Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product (510k#) sold in the us.

Event description:
It was reported that it took longer than usual to insert the catheter due to swg kinked/deformed. Therefore, a new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The returned guide wire showed evidence of use. Neither the catheter nor any of the other components were returned. The guide wire was observed to one kink at the proximal end of the body and two kinks at the distal end of the body. The distal j-bend was misshapen and kinked but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 7, 13 and 601 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues; however, the catheter was not returned for evaluation. Based on these circumstances , it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that it took longer than usual to insert the catheter due to swg kinked/deformed. Therefore, a new kit was used.